Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd flu+¿ syringes leaked vaccination medicine during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish to english: "the liquid was exposed to the skin in some of the cases. Most were detected when the liquid was loaded, but in one or two of the cases it was detected when the vaccine was administered and the liquid refluxed out."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2009411. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, liquid drops were observed in the syringe barrel past the plunger rod. It is possible that this incident resulted from damage to the plunger lip component; however, without the affected sample it cannot be confirmed.

Event description:
It was reported that 15 bd flu+¿ syringes leaked vaccination medicine during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish to english: "the liquid was exposed to the skin in some of the cases. Most were detected when the liquid was loaded, but in one or two of the cases it was detected when the vaccine was administered and the liquid refluxed out."